Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited intermittent capture. The lead was explanted and replaced. The patient was stable post procedure.

Event description:
New information received noted that the lead had dislodged.